Event description:
An 18mm amplatzer septal occluder (aso) was implanted about 14 years ago. At a routine follow-up, on echo, initial erosion of the aorta was observed. The aso was explanted on (B)(4) 2015 and per report, the patient was doing well.

Manufacturer narrative:
The results of this investigation are inconclusive because the amplatzer septal occluder was not returned for evaluation. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown. This event was reviewed by the st. Jude medical erosion board and based on the information available, the cause of the event could not be determined.

Manufacturer narrative:
Not available due to manufacturing date of device.